Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported clip opening in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened when establishing final arm angle (efaa) twice. The physician decided to remove the cds from the patient anatomy. A new cds was used to completed the procedure. One clip implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.